Event description:
Last tampon in box inserted at 6:30 am. By 9:30 am, rptr felt like tampon needed to be rmoved. Had difficulty removing tampon, it took 15 minutes to finally remove. Rptr noted that tampon had 2 strings attached and when they finally removed tampon, they noted there were 2 tampons.